Manufacturer narrative:
A reservoir was the sole component received for evaluation. Examination and testing revealed no functional abnormalities with the reservoir. The information received indicated that fluid would not flow easily through the reservoir, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Correction: h6 device problem code corrected to 2964 infusion or flow problem.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported complaint: "the physician said that fluid was not flowing easily into or out of the reservoir using a 60 cc syringe. He asked for another reservoir to be opened, and this problematic reservoir ¿no charged". Device returning. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.